Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the screw shank was fractured immediately below the fourth thread. Significant abrasions could be observed on the threads near the fracture site. Device and complaint history records were reviewed and no manufacturing issues or similar complaints were identified. The denali degenerative surgical technique was reviewed and the following relevant information was identified: postoperative: 1. Adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. 2. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. 3. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Non-union may have contributed to the failure. It could not be determined if fusion was achieved. Post-operative patient activity may have introduced unanticipated loading within the construct, resulting in fracture.

Event description:
It was reported that denali polyaxial screw fractured post-operatively. The patient came in for evaluation and images confirmed that a sacroiliac screw fractured. Revision surgery was performed and the fractured screw was removed and replaced.

Event description:
It was reported that denali polyaxial screw fractured post-operatively. The patient came in for evaluation and images confirmed that a sacroiliac screw fractured. Revision surgery was performed on and the fractured screw was removed and replaced.